Event description:
The device was used during a lavh. Reportedly, the staple line was incomplete and bleeding occurred. The surgeon performed a laparotomy to correct the condition and complete the procedure. The hosp has reported the pt's condition is satisfactory.